Event description:
The customer reported via phone call that they visited emergency room due to low blood glucose with blood glucose of 15 mg/dl. The customer did experience symptoms such as twitching in muscles, confusion as a result of low blood glucose. The customer was treated by dextrose via intravenous drip. Customer had been using insulin pump within 48 hours of low blood glucose level. Auto mode feature was active at the time of incident. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.

Event description:
The customer reported that they went to the emergency room on (B)(6) 2022 at 10:00 due to hypoglycemia. Blood glucose at time of incident was 15 mg/dl. Customer stated they felt there knees buckle while walking, muscle twitching in leg and hard time communicating as symptoms. User was treated with intravenous drip of dextrose. When asked what led up to the event user stated they were in a hurry and was running a higher than normal blood glucose, 250 mg/dl, an hour after breakfast and instead of doing correct rewind process user unhooked, disconnected from her site and took out the reservoir and used a plunger to test the flow of the insulin and user saw it come out and then took out the current infusion set and put in another infusion set and again pushed the insulin through with the tubing not connected to user, not doing the regular rewind and load process, user then put the reservoir back in the pump and hooked up to her site. User stated this must have contributed to having the low blood glucose. User also stated they had bolused twice to bring down the higher than normal blood glucose. Customer had been using insulin pump within 48 hours of low blood glucose level. Auto mode feature was active at the time of incident. The customer will continue to use the device.